Event description:
It was reported that the patient's system is experiencing high impedances. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had a lead revision was reported to abbott. It was determined diagnostics showed high impedance on the lead. As a result, the existing lead was removed, and two new leads were placed at t9. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced with two new leads. Therapy was restored post-op.